Event description:
It was reported that during a gynecologic coelioscopy procedure, the trocar was not sharp enough; doesn't get past the aponeurosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the tb12lt found that it was received in good condition. The instrument was visually inspected and no anomalies were noted. During the functional testing the obturator was inserted through the skin test media and no anomalies were noted upon penetration. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.